Manufacturer narrative:
Received one (1) used. List #ch3034, 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap; lot #13870275. One (1) used. List #unknown, plum burette set; lot #unknown. No visual damages or anomalies were observed. The sample was tested to procedure and a leak was observed at the connection of the tubing and the spiros. The probable cause of the leak is from an assembly error during assembly in ensenada. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap generated a leak during patient use. The reporter stated, ¿5fu leaks from the spiros at 46hr.¿ the event occurred during infusion. There was a concomitant drug with a concomitant device involved. There was no bleed back, with chemo, no biohazard, and an unknown user facility medwatch. The device was not reprocessed/resterilized. The sample is available for return. The quantity affected is 1. A sample photo is not available. There was patient involvement, no adverse event/ patient harm, and no delay in critical therapy. The healthcare provider informed that the liquid leaked from spiros but there was no unprotected chemo exposure to the patient and healthcare provider since the chemo leaked to the floor. There was no healthcare provider harm.